Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file revealed at 14:07:29 on 08feb2026, the driveline power fault alarm was active due to a power a broken fault. The alarm was overwritten with a driveline disconnect alarm consistent with the reported exchanges at 22:02:07 on 08feb2026 and the controller was shut down at 22:03:07 on 08feb2026 consistent with the reported exchanges. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned modular cable, lot number 10665341, was functionally tested with a test system controller and found to operate as intended during analysis; no alarms were reproduced, including when manipulating the modular cable. The cables internal conductors were also tested, and no anomalies were noted. The wires were tested for current leakage and the cable passed. The provided information stated that the modular cable and system controller were exchanged, and no further alarms were noted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Heartmate 3 IFU, section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate 3 IFU, section 2 - ¿system operations¿, and heartmate 3 patient handbook, section 2 - ¿how your heart pump works¿, explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for and inspect the equipment, including the modular cable and system controller. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 10665341) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had persistent driveline power fault alarms that appeared to have started on (B)(6) 2026. A self-test was performed and did not clear the alarms. The log files were submitted for review. The event log file captured a number of pump stops associated with driveline disconnects on 08feb2026. The log files confirmed the driveline power fault alarms on (B)(6) 2026. It was recommended that the modular cable and system controller. New log files were submitted after performing a modular cable and controller exchange. The log files from the new products was approximately 9 min in duration and did not show the return of any driveline power fault alarms. A picture of the old modular cable inline connector did not appear to show any corrosion on the male pins. The event log files showed the controller's clock was not set to the correct date and time.